Event description:
During a shoulder procedure a portion of the distal tip was found to be missing. They do not know when the device became damaged. The shoulder was viewed for the missing fragment but nothing was revealed. They are stating that there was no harm to the pt and the case was concluded successfully without further incident or harm to the pt.